Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens implant procedure, a mark was noticed on the optic of the lens which was visible under the microscope after implantation. As per the surgeon, the mark would not be visible or uncomfortable for the patient. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
The product was not returned. A drawing was provided of the lens. A small mark was made just above the center of the lens. A determination as to the nature of the "mark" cannot be made from the drawing. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A drawing was provided of the lens. A small mark was made just above the center of the lens. A determination as to the nature of the "mark" cannot be made from the drawing. It is unknown if qualified associated products were used. The IFU instructions for use instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).